Event description:
One patient with discrepant glucose and blood urea nitrogen results. Initial glucose result 270 mg/dl, repeat 138 mg/dl. Initial blood urea nitrogen result 42 mg/dl, repeat 21 mg/dl. Initial results were not reported. Root cause was not determined. Performance tests were performed and were within spec.